Event description:
It was reported that during a laparoscopic hysterectomy procedure the white pad on the end effector of ace+ shears (har36) split and peeled apart during the first 30 minutes of the case. There were no patient consequences. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Photo was provided by customer. There was no sample received for analysis. Only two pictures were received. Complaint stated that the tissue pad split and peeled apart during the first 30 minutes of the case. The device or its package were not returned and therefore it could not be examined. Two pictures were attached to the complaint. The pictures shows the tip of a ace+ device, which had the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.